Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital with syncope and it was noted the right ventricular (rv) lead exhibited a sudden impedance increase, along with a suspected lead fracture and oversensing of short interval counts (sic). It was added the rv lead was also not pacing for thirty seconds due to noise. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was also received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted 5040 ventricular sic were observed since last session d days ago, along with 15 non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms on 2015 (B)(6) and apparent noise oversensing seen on egms for nsvt episodes. The rv pace impedance was steady at approximately 400 ohms through 2014 (B)(6) and rose out of range (> 3000 ohms) starting 2015 (B)(6). There was an alert for out of range subthreshold lead impedance on 2015 (B)(6) and 2015 (B)(6) and for v-sic and high rate-ns episodes on 2015 (B)(6).